Event description:
The customer states that a false architect stat troponin-I assay result was generated for a female patient sample on the architect i2000sr analyzer. This analyzer generated a positive result of 0.02 ng/ml. The other architect analyzer in the lab generated a negative result of 0.01ng/ml. The customer performed their own population study and determined that the female troponin-I cutoff value is 0.01 ng/ml. Controls have been within specifications. No suspect results have been reported from the lab. A service call has been initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Vortexer, stabilized ln:7-76656-02; arch troponin-I calibrator ln: 2k41-01, lot#: v34180. An evaluation is in process. A follow up MDR will be submitted when the evaluation is completed. Other: an investigation is in process.